Event description:
It was reported that a malfunction alarm occurred with a malfunction code indicating a momentary power loss to the device¿s vibrator motor. There was no adverse impact to the customer's blood glucose level. The customer received instructions for resetting the device from technical support. After resetting, the malfunction did not recur, and the customer was advised to continue using the device and to contact support if the issue happened again.